Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was monitored and tested with no weak battery alarm and low battery alert noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose readings, low battery alert and weak battery. The customer's blood glucose value was 38 mg/dl. The customer treated with food. The customer's current blood glucose was 84 mg/dl. The customer reported the drive support cap to appear normal. The customer stated that she was in a room during an x-ray. The product was returned for analysis.